Manufacturer narrative:
FDA UDI - (B)(6) this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m773797 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m773797 and test base part number 192-430 / lot m773797. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m773797 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. H3 other text : single-use: device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6)2024 on a nasopharyngeal sample using the kit's swab. The customer stated the patient tested positive for covid-19, with an unknown brand, a month prior at a different hospital. The initial customer was questioning the possibility of reinfection or residual virus from a month ago and requested clinical data/documentation. The customer stated the patient was asymptomatic. The customer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
FDA UDI - (B)(6) this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.b3 - date of event b5 d4 - lot # / d4 - expiration date / d4 - expiration date null h2 - if follow-up, what type? / h2 - if follow-up, what type null h4 - device mfg date h6 ¿ health effect ¿ impact code / component code / type of investigation / investigation findings / investigation conclusions h10 h3 other text : single-use: device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6)2024 on a nasopharyngeal sample using the kit's swab. The customer stated the patient tested positive for covid-19, with an unknown brand, a month prior at a different hospital. The initial customer was questioning the possibility of reinfection or residual virus from a month ago and requested clinical data/documentation. The customer stated the patient was asymptomatic. The customer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024, sample type is unknown. The customer stated the patient tested positive for covid-19, with an unknown brand, a month prior at a different hospital. The initial customer was questioning the possibility of reinfection or residual virus from a month ago and requested clinical data/documentation. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.